Event description:
It was reported patient experienced several falls and attributes the fall to scs system implanted and the system therapy had to be turned off. As such, the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.